Event description:
The ge oec 9600 fluoroscopy system had reported image quality issues. System had dark images during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or image quality issue. As a precaution the high voltage candlesticks were cleaned and re-greased. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.